Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to connector resistance issue j6 /pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 11.4 mmol/l. The insulin pump will be returned for analysis.